Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set spliced into half. This occurred during priming. There was no patient involvement. The set was replaced to resolve the issue. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H11: the actual device was received for evaluation. A visual inspection was performed, and it was noted that the tubing was separated from the third y-site clearlink in the upstream part. It was observed that there was a lack of solvent applied on the tubing and it was not applied uniformly. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4, h6, and h11: h11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.